Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the procedure was started but the laser started having issues finding the pupil and the laser stopped at 75% progress. The customer called support and they were advised to send logfiles in order to know exactly where in the procedure the lase stopped firing so the could complete the procedure. After review of the logfiles, it was noted that 25% of the procedure was to be performed. The procedure was completed with no patient reported. Additional information requested.

Manufacturer narrative:
A review of the logfiles stated that 25% of the procedure was performed. A company representative was contacted to assist the user to complete the procedure and the issue was phone fixed. The company representative was able to assist the user to complete the procedure successfully, therefore, the possible root cause could be eye anatomy or a movement of the patient which caused a info message and then the user canceled the treatment instead of performing adjustment of patient and continue the treatment. The possible root cause is eye anatomy or movement of the patient's eye. The manufacturer internal reference number is: (B)(4).